Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not available. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to (B)(6) , 2025. Section d1: brand name: the device brand name is unknown/not provided. The best estimate is a monofocal lens. Section d4: model number: the model number is unknown, as the serial number was not provided. Section d4: catalog number: the catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section d6a: if implanted; give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgeon reported that following implantation of a preloaded monofocal intraocular lens (iol), a peripheral ¿graze¿ consistent with contact from the plunger was observed on the lens. The graze was visible intraoperatively but was removed during the irrigation and aspiration (I&a) procedure. The surgeon reported encountering this issue repeatedly across two separate accounts. All observed graze cases were removed at I&a. No further information was provided. This submission covers an incident at one account. Two further reports from another account will be submitted; one describes the dib00 (sn (B)(6) ) incident.